Event description:
It was reported that during a routine pulse generator change out, the physician noted the lead insulation was abraded. Electrical measurements were -normal- and the physician decided to leave the lead implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.